Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that these were three venotomy closures in the right common femoral vein (rcfv) using three separate prostyle devices after an electrophysiology procedure using two 8f sheaths and one 12f sheath. Reportedly, closure was performed without incident at the time. The patient had a swollen and painful leg 2 days after the procedure. The patient went for surgery and thrombectomy 3 days post procedure. The cause was found to be that one of the three prostyle sutures closed the valve in rcfv. It was unclear on which puncture site this occurred in when the vessel was surgically repaired. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the access site was the right common femoral vein (rcfv). Only one of the three sutures closed the valve in the rcfv. It was unclear on which puncture site this occurred in when the vessel was surgically repaired. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulty cannot be determined. The subsequent treatments are related to the circumstances of the procedure. In this case, it is possible the multiple punctures in the rcfv caused one of the sutures to be located too close to the valve capturing the valve similar to a back wall stitch especially if the stitch was just proximal to a valve. In this case, the device/foot may have been through the valve placing the foot on the entry side of the valve thus capturing the valve in the suture knot pulling the vessel and valve closed. The patient effect of obstruction/occlusion, pain, and inflammation are listed in the electronic perclose prostyle instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5 - describe event or problem: updated.